Event description:
It was originally reported that the capsule failed to calibrate and was not used in a patient.

Manufacturer narrative:
Final device analysis revealed a procedural non-conformance. The plunger was over-rotated and broke off. The returned product does not match the complaint. The device was returned with the capsule still attached to the delivery system. The capsule trocar needle was advanced and blood and tissue were present. The analyst was able to grab the remaining piece of plunger shaft and pull it which released the capsule. The plunger was fully depressed. The device is included in the bravo ph capsule and delivery system (5-pack) and (single-pack) field action - failure to detach, physician communication.